Event description:
While the nurse was pushing the cycler forward, it toppled over. The nurse fell with the cycler and sustained bruises on her right knee. She was taken to the ER and had x-rays taken. She c/o back pain and was off work for a few weeks. She is now back to work with limited duty and still undergoing physical therapy. It was noted that the cycler was mounted incorrectly on the stand. Note: there was no patient involved in this incident.

Manufacturer narrative:
Device did not sustain any damage. It was used after the incident without any problem. No device investigation was performed. The cycler was mounted incorrectly on the stand. The incident is due to user error.